Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer rf (radio frequency) head would not recognize/interrogate any devices. Additionally, the rf head failed uplink tests. The rf head cable found out of electrical specification. (B)(4).

Event description:
It was reported the programmer would not recognize/interrogate any devices. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.